Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Eleven (11) years post-implantation, the patient began to experience pain and instability. Subsequently, the patient underwent revision surgery in which the articular surface and femoral component were exchanged without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: vanguard cr ilok fem-lt 65: catalog#183028, lot#293020. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.